Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level of 33 mg/dl. Customer states his sensor is giving him 100 points different than the blood glucose. The customer's blood glucose was 42 mg/dl at the time of the incident. The customer's current blood glucose was 158 mg/dl. The customer treated with food and glucose tablets. The customer declined troubleshoot. The product was not returned for analysis.